Event description:
The caller reported that the insulin gauge on the pump was displaying a different amount than expected, specifically a static fill estimate of 75 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support educated the caller on the issue, explaining that discrepancies could occur due to variances in measured pressures and that the fill estimate would correct itself once the insulin amount aligned with the displayed number. The caller understood and acknowledged the explanation.